Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: on investigation, the ok button was found to be unresponsive. The remainder of the keypad buttons had normal response. The keypad cover was removed for further investigation and revealed the ok button contact to be inverted. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.